Event description:
The customer reported that during a procedure to remove an adrenal tumor, perform a hemi colectomy and repair the aorta, the device jaws would no longer open. The surgeon cut the device out of tissue and sutured the vessels on either side of the device. There was no pt injury.

Manufacturer narrative:
Date of initial report: 07/15/2009. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.